Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient stated that it hurts a lot when they void because of their urine. They are also experiencing a pulling sensation when they sit or stand. On (B)(6) 2017, patient said the stimulation wasn't as bad as the day before and said they weren't getting "zung" when they sat or stood. On (B)(6) 2017, patient was doing the same, but thought that they would be voiding by now. They also mentioned that stimulation wasn't as bad as (B)(6) 2017. The pulling sensation was reported again. Patient also said they thought it would be better by now and rated the evaluation a "1 or 2" so the patient was advised to increase stimulation. On 2017-jun-14, the patient noticed their vaginal area was damp on (B)(6) 2017, but didn't feel an urge at all. On program 3, the patient was experiencing a pinching feeling every so often. On 2017-jun-15, patient reported the pulling sensation and said it also causes pain. They also said stimulation felt like pin pricks, but added that they weren't painful. On 2017-jun-16, patient reported the pin pricking sensation again and said switching positions causes pain. The patient was advised to turn down stimulation if they experienced any pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause of the pulling sensation and pin pricking stimulation sensation was believed to be the pulse width and amplitude settings. These were decreased on (B)(6) 2017. The stimulation issues were reportedly resolved. The health care professional reported the patient was being evaluated for urinary retention that was pre-existing. Pelvic floor physical therapy was done as an intervention for the patient's urinary retention and was standard care for the patient. No further information was reported.